Manufacturer narrative:
The patient is currently intubated and on medication to stabilize her condition. The patient's body temperature was also being cooled and it was noted that the patient's lower extremities were grossly edematous. To date, this medical device remains actively in service without further allegation. If new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) may have exhausted therapy. Initially, the patient had complained of shortness of breath, at which point, the paramedics were called. The patient experienced respiratory arrest. The time of when the paramedics gave treatment and external shocks versus the time therapy was recorded in the device is unknown. The patient received multiple external shocks from the paramedics. Per the review of episodes, ventricular tachycardia (vt) occurred in the monitor only zone with a rate of 156 beats per minute for 10 minutes. The rate then accelerated into the vt zone whereupon anti-tachycardia pacing (atp) was given twice, at which point the rhythm accelerated into the ventricular fibrillation (vf) zone. The patient then received a total of 14 shocks. It was noted that there are some undersensed beats but not enough to delay therapy. The physician had no allegation against the device and only wanted to evaluate the device to make sure it was functioning appropriately.